Manufacturer narrative:
Zoll has not received the console in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The 230v/110v switch was switched to 110v. After the fuse exchange, the thermogard xp ivtm system (sn (B)(4)) made some short low sound. The green led lit up for a fraction of a second and then dies. The console does not start at all. Another console was used to start ivtm therapy. No consequence or impact to the patient.